Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-02228. 1. Section h. Box 10./11. Narrative/corrected data. This report is associated with MFR report number: 1.3005168196-2020-02227. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) and lumbar arteries using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra guide catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted five to six coils into the target location. The physician then removed the lantern to inject contrast through the guide catheter to get better visualization. While re-inserting the lantern through the rotating hemostasis valve (rhv), the lantern kinked; therefore, it was removed. Next, the physician opened a new lantern and attempted to advance a pod pc through the lantern; however, resistance was encountered and subsequently, the pod pc unintentionally detached. It was reported that approximately twenty percent of the coil was inside the target vessel when the pod pc detached inside the lantern. Therefore, the physician attached a syringe to the lantern, created negative pressure and slowly removed the lantern from the patient. The detached pod pc was then removed from the lantern. The procedure was completed using a new pod pc, the same lantern, and the same guide catheter. There was no report of an adverse effect to the patient.